Event description:
Caller alleged an increased number of pts receiving troponin (tni) results in the "grey zone". Results as follows: customer states they have noticed an increase in false positive tni recently on one device lot (w49636). They found 5-7 pts with results in their tni grey zone out of approx 40-45 pts. Customer would not provide specific pt info. Troponin "grey zone" range <0.05-0.39.

Manufacturer narrative:
Investigation pending.